Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in the abdomen/pelvis/ persistent pelvic pain'), menorrhagia ('menorrhagia'), uterine polyp ('uterine polyp'), genital haemorrhage ('heavy bleeding') and alveolar bone resorption ('several teeth removed due to bone loss') in an adult female patient who had essure (batch no. 626911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ventral hernia, gravida ii, parity 1, pernicious anemia, cervical dysplasia, obesity, knee operation, cholecystectomy, tonsillectomy, adenomyosis, abdominal pain, hernia repair, c-section (strep b infection present - baby was delivered by c-section), uterine enlargement, pap smear abnormal, gastric bypass and anemia. Previously administered products included for an unreported indication: phenformin, wellbutrin, phentermine, depo provera and seasonale. Concurrent conditions included genital bleeding, menses painful, uterine enlargement, mammogram abnormal, menorrhagia, pap smear abnormal, hemorrhoids, uterine bleeding, cyst of ovary, pelvic pain, vaginal bleeding, foggy feeling in head, endometrial ablation, incisional hernia repair, menses irregular with excessive bleeding, plantar fasciitis, chronic cervicitis, pernicious anemia and paratubal cyst. Concomitant products included ferrous sulfate, hydrocodone bitartrate;paracetamol (vicodin), liraglutide (saxenda), paracetamol (tylenol) and phentermine. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain in the abdomen/pelvis/ painful bloating"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), fatigue ("fatigue") and abdominal distension ("painful bloating"). In 2015, the patient experienced alveolar bone resorption (seriousness criterion medically significant), restless legs syndrome ("restless leg syndrome from low iron stores") and dyspareunia ("painful intercourse") and was found to have blood iron decreased ("restless leg syndrome from low iron stores"). In (B)(6) 2018, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant), dental caries ("tooth decay") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with iron infusions((B)(6) 2015), surgery (ablation(novasure and myosure), laparoscopic total hysterectomy and bilateral salpingectomy, several teeth removed/ osseous surgery (periodontal procedure)(2015) and poylpectomy) and root canals, removal of teeth. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, uterine polyp, alveolar bone resorption, restless legs syndrome, blood iron decreased, dental caries, dyspareunia, back pain and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal pain, feeling abnormal, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alveolar bone resorption, back pain, blood iron decreased, dental caries, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, restless legs syndrome and uterine polyp to be related to essure. The reporter commented: size: 3 coils.; quantity: 1; modifier: right fallopian os size: 1 coil; quantity: 1; modifier: left fallopian os control line, poct urine pregnancy present. She has failed subsequent myosure/ novasure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: could not confirm if tubes were blocked; on (B)(6) 2008: bilateral fallopian tubes appear occluded.; on (B)(6) 2008: bilateral fallopian tubes appear occluded.. Ultrasound pelvis - on (B)(6) 2018: there is right essure device in satisfactory position. There is a left essure device which appears to be largely within the left proximal fallopian tube with just a small portion extending into the uterine cornua; on (B)(6) 2018: uterus approximately 10 cm in size with both essure coils.. Concerning the injuries reported in this case, the following ones were described in patient's medical records : dysmenorrhea, menorrhagia and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. After internal review, the event tooth extraction was deleted since it was regarded as treatment of the event alveolar bone resorption; the event bone loss was deleted since it referred to alveolar bone resorption. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in the abdomen/pelvis/ persistent pelvic pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('heavy bleeding'), tooth extraction ('several teeth removed due to bone loss') and uterine polyp ('uterine polyp') in an adult female patient who had essure (batch no. 626911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ventral hernia, gravida ii, parity 1, pernicious anemia, cervical dysplasia, obesity, c-section, knee operation, cholecystectomy, tonsillectomy, adenomyosis, abdominal pain, hernia repair, gravida ii, parity 1, c-section (strep b infection present - baby was delivered by c-section), uterine enlargement, pap smear abnormal, gastric bypass and anemia. Previously administered products included for an unreported indication: phenformin, wellbutrin, phentermine, depo provera, seasonale and seasonale. Concurrent conditions included genital bleeding, menses painful, uterine enlargement, mammogram abnormal, menorrhagia, dysmenorrhea, pap smear abnormal, hemorrhoids, uterine bleeding, cyst of ovary, pelvic pain, vaginal bleeding, foggy feeling in head, endometrial ablation, incisional hernia repair, menses irregular with excessive bleeding, plantar fasciitis, chronic cervicitis, pernicious anemia and paratubal cyst. Concomitant products included ferrous sulfate, hydrocodone bitartrate;paracetamol (vicodin), liraglutide (saxenda), paracetamol (tylenol) and phentermine. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain in the abdomen/pelvis/ painful bloating"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain, fog"), fatigue ("fatigue") and abdominal distension ("painful bloating"). In 2015, the patient experienced restless legs syndrome ("restless leg syndrome from low iron stores"), alveolar bone resorption ("several teeth removed due to bone loss"), bone loss ("several teeth removed due to bone loss") and dyspareunia ("painful intercourse"), was found to have blood iron decreased ("restless leg syndrome from low iron stores") and underwent tooth extraction (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), uterine polyp (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with iron infusions((B)(6) 2015), surgery (ablation(novasure and myosure), laparoscopic total hysterectomy and bilateral salpingectomy, several teeth removed/ osseous surgery (periodontal procedure)(2015) and polypectomy) and root canals, removal of teeth. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, restless legs syndrome, blood iron decreased, tooth extraction, dental caries, alveolar bone resorption, bone loss, dyspareunia, back pain, uterine polyp and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal pain, feeling abnormal, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alveolar bone resorption, back pain, blood iron decreased, bone loss, dental caries, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, restless legs syndrome, tooth extraction and uterine polyp to be related to essure. The reporter commented: size: 3 coils.; quantity: 1; modifier: right fallopian os. Size: 1 coil; quantity: 1; modifier: left fallopian os. Control line, poct urine pregnancy present. She has failed subsequent myosure/ novasure. Discrepancy noted in patient's height-5 ft 7 in; 5 ft 4 in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: could not confirm if tubes were blocked; on (B)(6) 2008: bilateral fallopian tubes appear occluded. On (B)(6) 2008: bilateral fallopian tubes appear occluded. Ultrasound pelvis - on (B)(6) 2018: there is right essure device in satisfactory position. There is a left essure device which appears to be largely within the left proximal fallopian tube with just a small portion extending into the uterine cornua. The cervix is unremarkable. The right ovary measures 2.9 x 1.9 x 2.5 cm and is partially by gas on transvaginal ultrasound. It is normal in appearance on transabdominal ultrasound. The left ovary measures 3.8 x 2.2 x 2.1cm. It contains a 2 cm thick walled cyst with central low level echoes, likely corpus luteum. Adjacent to it there is a 1.5 cm anechoic follicle. There are no adnexal masses or free fluid. On (B)(6) 2018: uterus approximately 10 cm in size with both essure coils. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 19-jul-2019: medical records received: lot number added. Incident category updated. Event ¿ injury¿ was replaced with event "medical device removal". Reporter information, patient details, product indication updated. Removal date updated. Lab details added. Historical and concomitant drug, medical history and concomitant conditions added. On 22-jul-2019: plaintiff fact sheet and medical records received: events added- restless legs syndrome, blood iron decreased, alveolar bone resorption, abdominal pain, pelvic pain, genital haemorrhage, abdominal distension, feeling abnormal, fatigue, dyspareunia, back pain, uterine polyp, dental caries. Event ¿medical device removal¿ was replaced with the events given in the sd. Outcome of events ¿abdominal pain, genital haemorrhage, abdominal distension, feeling abnormal, fatigue¿ updated to ¿recovered / resolved¿. Medical records and concurrent conditions added. Historical and concomitant products added. Patient details(height) updated. Lab details added. Reporter information updated. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.